Event description:
Per the clinic, the patient experienced persistent pressure and pain at the implant site along with sound distortion following the initial implantation surgery (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.